Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the sigmoid colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release the catheter from the stem. They tried to manipulate the stem and the catheter, but nothing would release the catheter. It was reported that they pulled the clip off of the tissue without much visible trauma to the area. Additionally, they tried to use duraclip and it would deploy but would not capture tissue. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not be release.